Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of hospitalization for unexplained high blood glucose of 462 mg/dl. Customer treated with an injection. Troubleshooting found that the drive support cap was indented, that the pump alarmed no delivery but that the pump passed the self test. Troubleshooting indicated that the high blood glucose may be due to an occlusion. Customer indicated that they will monitor the pump. Troubleshooting advised to call back if issues persist as it appears that the pump is working as designed.